Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) experienced a fall a few weeks earlier and fell onto the implantable neurostimulator site/side, after which soreness was noted at the implant site and patient was in hospital for reasons related to ins system. The reporter was unsure whether the patient could communicate with the implantable neurostimulator and was unsure whether the spinal cord stimulation system was working or whether there were therapy issues. The reporter requested that a representative check the patient¿s system while the patient was an inpatient. The patient was advised to try to communicate with the implantable neurostimulator to check the system, and it was discussed that a representative could be contacted if the patient was having issues with the spinal cord stimulation system.